Event description:
The customer reported via our distributor that the 2 screw broke whilst implanted. It is further reported that the heads were retrieved but the shaft of both screws are left in the pt.

Manufacturer narrative:
Investigation in process but not yet complete.